Event description:
No pump was returned for evaluation. Due diligence was complete, no serial number or device logs were provided by the customer. Therefore, it is unknown what the reported pump problem was. No further actions are required at this time.

Event description:
The following has been reported: customer reported: today (B)(6), problem with pump, quick occlusion alarm, newly placed PICC, repositioned, backcheck valve flushed, prior to attaching to distal end of tubing. Switched to different pump and no issue thus far. They did not report any patient harm and the type of tubing would be the same for all, as the nicu uses the 3 port ivenix pump tubing for all their infusions on the ivenix pump: set003225. On 11/5/24 - additional information from customer: the same tubing was used on the new pump, and it worked fine. The backcheck valve is the b braun # (B)(4). The pump was sent to biomed before I could get the serial number. A preliminary review identified the following issue: repeated occlusion alarm unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.